Event description:
It was reported by the customer that the non-preloaded monofocal intraocular lens (iol) was implanted and explanted the same day due to a broken haptic, which caused iris bleeding in the left eye. A replacement lens of the same model and diopter was then implanted. There was report of incision enlargement that necessitated the use of sutures. No further information is available.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section e1: email address, state, telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was not returned to the manufacturing site for evaluation. But the customer provided photos were evaluated. Additional information: section d9: device available for evaluation? No section h3: evaluated by manufacturer: yes device evaluation: customer provided photos were evaluated. The photo displayed the suspect product original folding carton label and lens. The lens was observed to be coated in what appears to be blood. A haptic was observed to be damaged. Due to no product received, no further evaluation could be performed. The complaint issue haptic damaged was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The information listed below is for internal use only and should not be shared outside of the johnson & johnson organization. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing, and are only provided for informational purposes; therefore, no further escalations are required. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.